Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error c-34 via system logs. The erbe was restarted but the issue remained. The fse replaced the erbe to resolve the error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned and found to have an error c-34. The erbe was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system had an error c-34 on the integrated electrosurgical unit (iesu/erbe). There was no monopolar energy output. The customer swapped the cautery cord, neutral pad, and changed the port connector but there was no change. The system and erbe were also power cycled but the issue persisted. The customer swapped to forcetriad generator to continue. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using the 3rd party forcetriad generator. There was no patient injury.